Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a ks-3ai pre-loaded injector system, 21.0 diopter, was not implanted due to the implant being blocked in the injector on (B)(6) 2017. The lens was exchanged by a back-up lens. There was no patient injury.

Manufacturer narrative:
Device evaluation: product evaluation found that the device was returned loose in device box. Visual inspection found the cartridge tip damaged and the lens stuck in the injector. The correct date of event was (B)(6) 2017, not (B)(6) 2017. The reporter indicated that a ks-3ai pre-loaded injector system, 21.0 diopter, was not implanted due to the implant being blocked in the injector on (B)(6) 2017. The lens was exchanged by a back-up lens. There was no patient injury. (B)(4).